Event description:
A pt reported experiencing inaccurate high, low erratic results with a lifescan meter. The pt's blood glucose results were in the "80's" and "30's" mg/dl per pt. Tests were done within 10 minutes with an estimated minimum difference of 44 mg/dl. Pt did not experience any adverse events. No further info has been reported.